Event description:
The foley catheter was inserted 1/28, reportedly, it would not deflate for removal on 2/4 and was removed via cystoscopy on 2/5. No surgical incision was required, cystoscopically removed from natural opening.